Event description:
It was reported that the none of the buttons on the customer's insulin pump were working, they were scrolling up on their own, and a button error was received. It was advised for the customer to discontinue use of the pump and revert to a back-up plan. The patient's blood glucose level was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.